Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent minimum fill notifications. Reportedly, customer would fill cartridges with 250-300 units of insulin. Customer successfully reloaded the cartridge after each occurrence. The customer's blood glucose was in the 220 (mg/dl) range.